Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited farfield r-wave oversensing during threshold testing. The patient experienced dizziness, so the test was stopped prior to losing capture at which time, the ventricular electrogram (egm) flatlined. It was noted that patient had complete heart block, however, had an escape rate in the 40 beats per minute (bpm) range. Loss of capture (loc) was suspected to be occurring on the ra channel. Atrial outputs were increased to 5 volts. Subsequent information was received that an invasive procedure was performed 16 days later. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the cause of the reported clinical observations was an ra lead dislodgement.